Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent implantation of an infusion port via the right internal jugular vein using the powerport m.r.I. Isp. 5 months and 16 days post procedure, swelling was observed during infusion. Subsequent examination and imaging confirmed rupture of the port catheter. It was further reported that subcutaneous swelling and leaking occurred during infusion. Both the port body and the catheter were removed. Post removal inspection of the catheter confirmed the rupture. The patients current status is good.